Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a standard device check, a telemetry issue was observed. The device could not be interrogated. The patient was reported to have a left ventricular assist device (lvad). A high voltage lead impedance test could not be completed. The device was re-interrogating with an rf antenna attached and the measurements were then successfully completed. The patient was asymptomatic throughout the check.